Event description:
It was further stated that the date of onset of the infection was unknown. The physician that was contacted was not the physician the patient was under the care of. It was unknown if it was device related. There was fever, redness and swelling noted. The primary location was the lead track. Additional information was requested from the physicians stated to be initially involved. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n431744, implanted: (B)(6) 2014, product type: accessory. Product ID: 3550-29, lot# n476087, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was being treated for an infection with IV antibiotics. No intervention or outcome was provided; however, additional information has been requested and if received, a follow-up report will be sent.